Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation on her chest and back under the lifevest. The patient was prescribed a steroid cream. The patient reported that the irritation continued and that the irritation burned. The patient was prescribed a second unknown ointment which helped the irritation. The patient's physician stated that the patient had sensitive skin.